Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). It was started that an "error head" and a "sig error" occurred during maintenance.

Manufacturer narrative:
The unit has been investigated by a field safety technician: the technician demounted and investigated the rotaflow drive: the following work was done on the device: replacement of cable connector,replacement and calibration of flow measurement sensor, remounting of rotaflow drive, burn in final check and calibration. System test performed according to the service protocol. The device was investigated by (B)(4). The failure "error head" could not be confirmed. On closer inspection it was noticed that the locking phase of the inner part is broken. This could be the most probable root cause. The failure "error sig" could be confirmed for several times. The reason is the oxidized us-keramics of the flow measurement sensor. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).